Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of lumps, swelling, and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: precautions for use ¿ as a matter of general principle, injection of a medical device is associated with a risk of infection. Standard precautions associated with injectable materials shall be followed. Undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of theses tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. ¿ induration or nodules at the injection site.

Event description:
Healthcare professional reported patient was injected with juvéderm® volift¿ with lidocaine to the vermillion border and smoker's lines. Approximately 2 months later patient returned complaining of "lumps in mouth" which the healthcare professional thought might have been "delayed onset nodules". Patient's general practitioner had prescribed co-amoxiclav for the lumps. Upon review, the reporter hyalased the patient, however 2 days later there was no improvement and the patient is "swollen above lip now". Healthcare professional was concerned that might be a secondary infection. Symptoms ongoing. Patient takes antihistamines daily.